Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of august 2025. D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set "tore/disconnected" causing intravenous (IV) fluids to spill onto the floor/patient. The issue occurred while flushing IV tubing in preparation for medication administration. Upon assessing the tubing, the tubing disconnected cleanly from one of the injection ports (clearlink). The peripheral IV and tubing were clamped immediately to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.